Event description:
The customer reported the system displayed a communication failure error message and shut down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer had reset the circuit breaker. The service representative verified that the system was operating as intended.